Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a dcr case, "while loading a bur into the handpiece the bur snapped in half. The bur never touched the patient and was prior to any use." There was no patient impact or injury.